Manufacturer narrative:
Patient weight could not be obtained from the site. A software investigation found that the software functioned as designed. The batteries in wireless tracker were completely drained. After replacing the battery, the issue could not be replicated in fluoromerge or fluoronav.

Event description:
A medtronic representative reported that during a spine surgery, they were not able to successfully activate images transferred from a philips bv pulsera c-arm to the stealthstation s7 system. The batteries were found to be drained from the wireless target. The surgery was rescheduled as there was no back-up battery available.